Event description:
It was reported that during annual preventive maintenance (pm) by the hospital¿s biomedical engineering team, seven (7) 8110 syringe pumps failed their pm due to keypads peeling back intermittently. There was no patient involvement as the issues are being discovered during pm done in non-patient care area.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during annual preventive maintenance (pm) by the hospital¿s biomedical engineering team, seven (7) 8110 syringe pumps failed their pm due to keypads peeling back intermittently. There was no patient involvement as the issues are being discovered during pm done in non-patient care area.

Manufacturer narrative:
Omit: b17 - device not returned, b15 - analysis of data provided by user/third party. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c and d codes. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: reason code for no evaluation - if other specify, imdrf annex a, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that during annual preventive maintenance (pm) by the hospital¿s biomedical engineering team, seven (7) 8110 syringe pumps failed their pm due to keypads peeling back intermittently. There was no patient involvement as the issues are being discovered during pm done in non-patient care area.

Event description:
It was reported that during annual preventive maintenance (pm) by the hospital¿s biomedical engineering team, seven (7) 8110 syringe pumps failed their pm due to keypads peeling back intermittently. There was no patient involvement as the issues are being discovered during pm done in non-patient care area.

Manufacturer narrative:
Imdrf annex g code.